Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, the product instruction manual recommends that you do not suck solids or highly viscous objects, and it be judged that such an event was due to non- recommended handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited foreign material exiting the channel causing the clip to jam. The issue occurred during an uspecified therapeutic procedure. The procedure was completing with another device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.